Event description:
It was reported that post implant a swedish adjustable band, the band was adjusted twice on (B)(6) 2010 and (B)(6) 2010. The patient presented to the clinic because of high fever for four days and the injection port site had suppurating abscess. On (B)(6) 2010, the patient underwent surgery with local anesthesia to remove the port and drain the abscess. The surgeon realized that the catheter had detached from the port and the strain relief was missing. The strain relief was not located. On (B)(6) 2010, the band was removed. During the procedure, the strain relief was found in the peritoneum, at about 5 cm from the band. The clinic has reported that according to their internal procedures, they will retain the explanted band. The patient is still febrile but is going better. There was no issue or complication observed during the initial implant procedure. The band worked as intended (the patient as lost 25kg). The abscess was removed and sent for culture. No result received yet. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device retained by the account.